Event description:
The patient called to report having chest pain, fainting spells, afraid to drive a vehicle, and having a heart rate of 52 and 57 beats per minute (bpm). The patient also reported that the pacemaker rate is set at 60 bpm and is questioning if the pacemaker is working. The pacemaker remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.